Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched screen, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 175mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.